Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Reprogramming was attempted, but the twos could not be resolved. The rv lead remains in use. It was further reported that the patient had been experiencing thumping in their chest and stomach since the implant of their device system due to phrenic nerve stimulation from the left ventricular (lv) lead. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.